Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous and a moderate to severely calcified mid left anterior descending artery. The lesion was dilated with a non-bsc 1.25mm balloon catheter, which ruptured upon the third inflation. While inflating with a 2.0 x 20mm apex monorail balloon catheter, this balloon ruptured at 14 atms. The number of inflations and to what atms is unknown. The procedure was successfully completed with another of the same devices. No patient complications were reported and the patient's status is good.